Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support regarding a field correction notice and was informed that their pump was not affected, although a replacement pump had already been sent. The customer continued to use their current pump, successfully reset it, and resumed insulin therapy until the replacement pump arrived.